Event description:
During a right mastectomy and left mastectomy with sentinel node biopsy for breast cancer, the surgeon was cauterizing in deep fatty breast tissue, which can adhere to the cautery tip. When the surgeon pulled his hand back away from the patient, surgeon and staff saw the cautery tip had a visible flame. The patient was not touched by the fire and there was no patient harm. The visible flame was in the air above the incisional area. The tip of the cautery was changed then upon cauterization, no more irregular activity was seen. Case was reviewed afterwards and non-destructive function testing of the electrosurgical unit (esu) and generator esu machine was performed by clinical engineering with witnesses present. The esu generator machine passed the non-destructive tests. Root cause was identified as vaporization/melting of biological fatty breast tissue when it came in contact with the cautery tip in the air above the surgical field. All policies were in place to prevent a surgical fire (time out, drying of 2% chloroprep solution, holstering of cautery, grounding pad in use, cords and plugs were correctly placed on equipment). Cautery tip, esu pencil/cord, and grounding pad were saved for further investigation by covidien.